Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed the returned device to be in okay condition and the right plunger case was cracked. A review of the device event history log found that a check clutch error had occurred. During functional testing, the device was unable to run as the force sensor cable was torn away from the block. Further investigation of the device found that the leadscrew and carriage nut were not tightened to manufacturing specification. As a preventative measure, the leadscrew and carriage nut were tightened and the clutch right and left halves were replaced with leadscrew and spring. As the reported issue was unable to be duplicated during functional testing, the investigation was unable to determine a definitive root cause of the check clutch error. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by manufacturing service and repair that a medfusion pump alerted a check clutch error. No adverse health outcome was noted.